Manufacturer narrative:
This female patient was identified during an active online listening program. The patient had essure inserted for female sterilisation. The case describes the occurrence of medical device removal ("medical device removal"). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced inflammation ("inflammation of the body for 6 years") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (cornuectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered inflammation and medical device removal to be related to essure administration. The reporter commented: what has driven me was the fact that I was fooled with the essure bayer contraceptive implants. I almost died. An inflammation of the body had me suffering from many problems for 6 years. When I knew that this was the reason, the only solutions were: cornuectomy or hysterectomy. I opted for the first. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. Further company follow-up with the non-health professional is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This female patient was identified during an active online listening program. The patient had essure inserted for female sterilisation. The case describes the occurrence of medical device removal ("medical device removal"). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced inflammation ("inflammation of the body for 6 years") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (cornuectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered inflammation and medical device removal to be related to essure administration. The reporter commented: what has driven me was the fact that I was fooled with the essure bayer contraceptive implants. I almost died. An inflammation of the body had me suffering from many problems for 6 years. When I knew that this was the reason, the only solutions were: cornuectomy or hysterectomy. I opted for the first. Further company follow-up with the non-health professional is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.